Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there were episodes of noise on the atrial channel that the device interpreted as atrial fibrillation and atrial tachycardia episodes. No intervention was performed and the patient was stable and will continue to be monitored. No adverse consequences were reported.